Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which he experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, the patient went to the emergency room and was subsequently hospitalized. His highest blood glucose level ranged between 601-610 mg/dl and had high ketone level which the health care professional assessed as dangerous/life threatening. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified antibiotic (drug name unknown) intravenously as corrective treatment which resolved the issue. At the time of this report, the patient was still in hospital. Moreover, the healthcare professional assessed kidneys damaged, which would heal all the way back up. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.